Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: abnormal ultrasound image due to damage to the ultrasound probe. (Sound line missing) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited abnormal ultrasound image due to damage to the ultrasound probe. (Sound line missing), there is a foreign matter on the forceps table and the objective lens adhesive is peeling off. There was no patient involvement.